Event description:
It was reported that the user indicated entering meal announcements as corrections, and troubleshooting and education were completed with no alerts or alarms reported. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact such as hospitalization or medical intervention. Investigation included user education and review of device use practices related to meal announcements and correction behavior. Investigation of this case revealed user technique concerns regarding use of meal announcements for correction, with no device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was use error related to operational practice rather than a device defect.